Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had fluctuating rotations per minute (rpm) and pulsatility index (pi) readings. The fixed speed of the patients rpm was 5400 and the low speed limit 5200, however the system controller speed dropped to 5100, and the system controller recorded 5800 on 11dec2025. The controller was exchanged. Log file review was requested which revealed that the reported event was overwritten by pi events. Exchanging the system controller resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported speed fluctuations could not be confirmed via the submitted log files. A review of the submitted log files revealed the system operated within the expected speed range for the entirety of the reviewed file. Events from 11dec2025-12dec2025, per the reported event, were not captured in the reviewed file as they were overwritten by newer events. No notable events/alarms were captured, and the system appeared to function as intended. The system controller (serial number: (B)(6) was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The patient remains ongoing on heartmate system support with no further issues reported at this time. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of this IFU, ¿introduction¿ addresses pump parameters including pump speed. Section 4 of the IFU, ¿heartmate touch¿ communication system¿ states, ¿the heartmate touch¿ app displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions.¿ the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.